Event description:
It was reported that the reservoir had an occlusion. The customer's wife stated that she was changing out the customer's reservoir and infusion sets because he has dementia and parkinson's disease. She stated that she had an issue on (B)(6) 2015 but could not remember what had happened. She stated that she messed up one of the customer's reservoirs and was advised that the reservoir would be replaced. The blood glucose reading was not provided. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.